Event description:
The nurse was setting up the IV for an emergency room patient. When the nurse pulled the ring over the seal on the set port, the ring broke off leaving the seal intact. The nurse set that bag aside and obtained another. There was a minimal delay (seconds) in the patient's care. Please note that this is the third such incident we have experienced in the past few weeks with this device.